Manufacturer narrative:
Analysis identified a deviation between the stylus and the cursor/arrow on the screen in the upper right area from the screen. The computer platform was replaced . Reconfigured hard drive, reloaded and updated software . The programmer passed all final functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.